Event description:
Additional information received reported, the event was due to a programming error and compounded medication. As previously reported, the healthcare provider (hcp) neglected in error, to program a bridge bolus upon changing the medication concentration in the pump at the time of refill. Further reported, the hcp believed the cause of the patient's rashes to be the compounded baclofen losing potency prior to the refills. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient also experienced a fever during the ¿rash episodes.¿

Event description:
It was reported that a rash appeared several weeks before each of the last 3 refills, and went away after each refill. The patient also experienced increased tone, weakness and itching. The patient's refill interval was 103 days, but the physician suggested that the pump be refilled a month earlier. It was planned to "test the drug for potency and purity." The device system was used to deliver compounded baclofen. It was also reported that the pump drug concentration was changed from 500ug/ml to 1000ug/ml during a refill on (B)(6) 2012, but a bridge bolus was not performed. It was questioned how long the patient would be underdosed, and it was calculated that the old drug concentration of 500ug/ml was gone by the time of report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).